Event description:
It was reported bd alaris secondary set had flow issues. The following information was provided by the initial reporter: "we have another reported event with the same issue: the back flow of drug into normal saline bag from secondary tubing set."

Manufacturer narrative:
H.6. Investigation: one sample (model #2426-0007) was returned by the customer. It was reported that they had another back flow of drug into normal saline from secondary tubing set. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using the returned primary set with a bd secondary set. A primary bag filled with clear saline was used to prime the primary set. The bd secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A possible lot number for the returned set was identified to be 21109056. A device history record review for model 2426-0007 and possible lot number 21109056 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris secondary set had flow issues. The following information was provided by the initial reporter: "we have another reported event with the same issue: the back flow of drug into normal saline bag from secondary tubing set."